Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for tap 4.5. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported on 12/22/2015 that, while in a spine procedure on (B)(6) 2015, the tip of a 4.5 millimeter tap was snapped off. No further details regarding the damage, or how it occurred, were provided. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Device lot number now provided. On 1/28/2016, new information was received (see below) which clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction. A medtronic representative, following up with the site, reported that the instrument did not break off during a case. It was dropped in the instrument room causing the tip to break off. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the tip is broken off. The broken off piece was not found in the return. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.